Event description:
Treatment of an avm. It was reported that the catheter leaked approximately 5cm from the distal tip during onyx injection. Consequently, onyx was observed in the mca artery. No complications were reported with the patient as a result of the event. Same event as MDR# 2029214-2011-00416.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 6 cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter. Catheter rupture. (B)(4).